Event description:
Info received indicates the bed will not electrically go into reverse trendelenburg. The trendelenburg function is operating.

Manufacturer narrative:
The biomed replaced the logic board with no changes. He stated if bed is not in the flat position when reverse trend is pressed, it will rise to high position and stop. The biomed stated both position limits were buried inside the foot and head hi/low limits and does not know how they got in this position. He repositioned both limits to repair the bed.